Event description:
The customer reported that while pipetting an antibody sceening assay on summit, the technician observed that sample was not delivered to wells g12 and h12 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.